Manufacturer narrative:
The device was discarded by the customer. Therefore, no product analysis has been performed.

Event description:
It was reported that the tip of the device broke off. Follow-up with the customer indicates that the tip did not break inside the patient cavity. There was no patient injury and the tip was retrieved.

Manufacturer narrative:
The exact date is unknown. However, the event occurred in (B)(6) 2016. Initial reporter updated: (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.